Manufacturer narrative:
The device associated with this report was not returned. The provided date code b0809 indicates the instrument was manufactured in august of 2009. A two-year search of the complaint database found similar complaints that were attributed to misuse and heavy usage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned device confirms the complaint; the threads are damaged. A complaint database search on the provided product code found a similar event which was attributed to misuse. It appears the internal threaded inserter was used without the outer guard which protects the threaded inserter. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Threads are stripped on the end of the threaded stem inserter/extractor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.